Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had a chronic oversensing issue. The asymptomatic patient presented for an unrelated procedure where it was decided to cap and implant a new lead on (B)(6) 2020. The procedure was completed without complication. The patient was stable.